Event description:
When using the product the needle does not puncture the rubber at the end of the pen. Or when the cap is removed to dispose of the needle remains in the pen and has to be removed by hand.